Event description:
It was reported the patient presented to the emergency department. A remote transmission from merlin.net revealed the right ventricular lead was responsible for non-sustained right ventricular oversensing (nsrvo) alerts received for oversensing noise. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the right ventricular lead exhibited insulation damage. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.